Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Customer's reported problem was confirmed. Error was found also in the event history log. The downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "cassette not attached properly" error. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.